Event description:
The customer reported that the gastrointestinal videoscope exhibited no image during routine maintenance. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for evaluation. Based on the investigation results, olympus confirmed no image was displayed, which was most likely attributed to an electrical component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.